Event description:
It was reported the patient's blood glucose rose to 21 mmol/l (378 mg/dl). The pod reportedly alarmed while worn on the leg for between 4 and 24 hours.

Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the batteries and pcb. The pod generated an 0x3d hazard alarm, indicating that the step sensor was asserted before the wire was driven. A leak was observed in the exposed portion of the soft cannula. Isolation of the fluid path components could not determine a source of the internal corrosion and resulting hazard alarm. The cause of the internal corrosion and 0x3d hazard alarm could not be conclusively determined. Punctures were observed on the top housing, housing vent, and reservoir. Inspection of the device determined that these damages occurred post-use and did not affect the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.